Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave oversensing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the emergency department after receiving shocks. An interrogation showed the implantable cardioverter defibrillator (ICD) delivered three shocks for an episode in the ventricular fibrillation (vf) zone and attempted to deliver a fourth shock, however the fourth shock was not delivered due to excessive charge time, and therapy was aborted due to charge circuit timeout. The arrhythmia continued for four minutes before self-terminating. Following the episode, the was a drop in right ventricular (rv) lead pacing impedance which triggered an alert for low out of range (oor) pacing impedance, and the ICD had an observation for charge circuit inactive with the device having triggered the end of service (eos) indicator. An internal review of the episode data showed that the first and third high-voltage therapies delivered for the vf episode had been delivered with more than the programmed high-voltage energy, indicative of a reset of an ICD integrated circuit. This circuit is also responsible for battery voltage and pacing impedance measurements, and the reset impacted the measurements and resulted in a false drop in pacing impedance across all pathways. Further review of the device data showed that two consecutive excessive charges of greater than 30 seconds occurred for a total of three excessive charges of over 30 seconds following the last high-voltage therapy delivery, resulting in eos being triggered. The historical device data showed t-wave oversensing (twos) on some stored episodes, otherwise the data did not indicate an issue with rv lead integrity. The ICD was later explanted and replaced, and the rv lead remains in use. No further patient complications have been reported as a result of this event.